Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to (B)(4) surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring would not retract back into the cannula. They tried multiple times to retract with no success so they removed the device. When the vein was removed, they noticed the c-ring had dissected the posterior portion of the vein. The damaged portion was discarded. It is unknown if this occurred while trying to get the c-ring back in the cannula or when it was decided to be removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of blood and clinical use were observed. The c-ring metal wire was detached from c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring metal wire was found functional and able to retract. The c-ring was not transected. There were no missing components observed on the c-ring. During visual inspection using microscopy, the wire was observed to have no evidence of damage and minimal evidence of residual adhesive. A review of the manufacturing process instructions identifies a step in the process where adhesive is applied to the c-ring/wire support insertion hole. Based on the results of the evaluation the reported complaint for ¿break- cannula¿ was confirmed and the reported complaint for ¿mechanical issue-cannula" was not confirmed. A memorandum was provided by the engineers regarding the investigation. The engineering inspection noted that there is no evidence of incorrect assembly and the c-ring wire was verified to be function. In addition, evidence of adhesive was verified under 10x magnification inside the bonded opening and on the outside surface of the c-ring. Due to lack to evidence in regards to when and how the c-ring become detached and the through cleaning of the device, specifically the cleaning of the bonded section of the parts, does not allow engineers for a complete investigation. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring would not retract back into the cannula. They tried multiple times to retract with no success so they removed the device. When the vein was removed, they noticed the c-ring had dissected the posterior portion of the vein. The damaged portion was discarded. It is unknown if this occurred while trying to get the c-ring back in the cannula or when it was decided to be removed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.